Event description:
The arthroplasty was revised due to stiffness and pain. Intraoperatively, the knee was noted to be overstuffed. The components were implanted in situ for approx 1.5 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown patella. It was noted that the device, medical records and x-rays would not be made available for evaluation. If additional information should become available, it will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding overstuffing the joint involving an unknown patella was reported. The event was not confirmed. Visual inspection of the provided photo indicated the device had yellowed and there was some damage consistent with explantation. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The arthroplasty was revised due to stiffness and pain. Intraoperatively, the knee was noted to be overstuffed. The components were implanted in situ for ~ 1.5 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.